Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the implantable neurostimulator (ins) not covering the patient¿s pain was that the battery in the patient¿s back was not large enough for the pain they were having. Troubleshooting performed included a manufacturer representative adjusting the settings in the patient¿s body. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s battery ¿wasn't up to [their] pain.¿ it was reported that the patient¿s doctor is going to put a new ins in (B)(6) 2019 that will match the patient¿s pain. No further complications are anticipated.